Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385100 and lot number 2346127. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When the nurse was preparing to give the patient an infusion, the patient's right internal jugular vein with a deep vein cannula was routinely sterilized and the septum connector was withdrawn back to the blood, and it was found that there was no return of blood accompanied by air pumping out, and after checking, it was found that the septum connector had been depressed, and it was immediately re-replaced with a new connector.